Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited loss of capture. A revision procedure was performed and the lead was repositioned. Difficulty was encountered during the revision releasing the lead from the patient's heart. The lead was successfully removed and repositioned after 30 minutes. No adverse patient effects were reported.